Manufacturer narrative:
(B)(4). Brief description of complaint: during the case, the wand failed to capture a specimen. Staff tried the second wand and the same issue occurred. One of these wands also had a wire break. Investigation conclusion: the reported issue was confirmed. One of the wires present within the multileaf element is broken, however, it cannot be determined which wire segment of the multileaf element is broken or when the wire segment became damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the intact wire basket fractured.